Event description:
A customer reported to baxter healthcare regarding the vialmate reconstitution device in which a leak was observed coming between the vial mate adapter and the vial seal. It is unknown what type od drug vial and IV bag was attached to the vial mate. It was not specified when it occurred. There was no report of adverse event, patient involvement, patient injury, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. ?baxter will continue to monitor similar reports to determine if further actions are required. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). An evaluation of the complaint could not be performed because samples were not available for evaluation and the lot number is unknown.